Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced diaphoresis, disorientation, and fatigue. The cgm was reading 70 mg/dl and the blood glucose reading was 30 mg/dl. The patient was evaluated in the emergency department (ed) and hospitalized and diagnosed with hypoglycemia and urinary tract infection (uti). He was treated with IV ceftriaxone, po keflex, metformin and insulin. Patient was discharged in stable condition after 2 days. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.